Event description:
It was reported that the procedure was to treat a heavily calcified, concentric, 90% stenosed mid left anterior descending artery. After pre-dilatation with a 3.25 x 18 mm non-abbott balloon catheter, a 3.0 x 23 mm xience prime was advanced to the lesion with some resistance and the shaft kinked. The balloon ruptured when the device was pressurized to 14 atmospheres. The stent was implanted and was post-dilatated with a 3.75 x 8 mm non-abbott balloon catheter to complete the procedure. After the procedure, there was water injected through the tip of the xience prime and water was seen leaking from the kink in the shaft. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough hypercoat, guide cath: 5f launcher ebu3.75, view it. The device was returned for evaluation. Resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Balloon leak/rupture was not confirmed; however, shaft kink and shaft tear/leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.